Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/29/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: a failed suture needle was submitted for fractographic evaluation to assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received and the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name? Laparoscopic myomectomy was the needle piece retrieved from patient body during the same procedure? Could not confirm where is the broken piece. Does a piece of needle still remain in patient body? If yes, what tissue is it located at? Unknown. Any medical /surgical intervention planned later date? Unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Unk.

Event description:
It was reported that the patient underwent a laparoscopic myomectomy procedure on (B)(6) 2019 and barbed suture was used. The needle tip broke when surgeon removed it from trocar. No broken piece was found by x-ray. The procedure was prolonged 2.5 hours. Patient condition listed as stable. There were no patient consequences reported.